Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient had a rash around the adhesive area. Patient's parent reported the rash was red, oozing, and itchy, but there was no permanent scarring. Additionally, patient's parent noticed some blood on the adhesive as well. Patient went to the doctor's office on (B)(6) 2013. The doctor prescribed antibiotic ointment, which seemed to help. At the time of contact with dexcom technical support, patient no longer has a rash and is feeling fine. Patient's parent reported that they are once again using a sensor and there is no problem.